Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) had a battery status of end of life (eol) and alerted the user to a fault indicative of an extended charge time. The battery status and fault occurred while the patient underwent magnetic resonance imaging (MRI), which is contraindicated with crt-d implant. A guidant technical services consultant recommended manually reforming the capacitors. The device battery status recovered to beginning of life (bol) afterwards. Lead diagnostics were acceptable and the physician will reevaluate the device in six months.